Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-06-29, information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient would have to undergo an MRI. Patient stated the stimulator was not working. Patient stated she lost weight and the magnets moved. Additional information received july 2nd; it was reported that the patient her reason for calling was to see if the manufacturer could send a faxed copy of her implant date sheet over to the doctor's office. Patient reported that there was not a problem with the device/therapy but that it moved. Patient reported the magnet was coming out. Patient confirmed by magnet she meant battery for her implanted system. Patient reported this had been happening for over a year. No further complications were reported/anticipated. On 2018-07-31, additional information was received from a consumer (con). It was reported that the patient reported the same information. On 2018-aug-21, additional information was received from a healthcare provider (hcp) regarding reporting that the patient had not used their spinal cord stimulator (scs) in three years. It was reported that the ins was implanted in the patient¿s back and was rotated and pushing the skin, but not protruding. The hcp suspected that the device needed to be ¿jumpstarted¿ and technical services suspected it was overdischarged. The hcp stated the patient had lost their recharger and was not able to communicate with the device. No troubleshooting could be done due to a lack of access to the product. Technical services recommended the patient connect with foundation care to get a replacement recharger and then to meet with the hcp when the charger arrived so they could bring the device out of the suspected overdischarge. No symptoms were reported. It was asked but was unknown when the suspected overdischarge had occurred, but it was stated that the patient had not used their device in three years, however they did not know when the last attempt at recharging the device was. It was also asked but was unknown when the device began rotating and pushing the skin. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient lost about (B)(6) lbs. And felt like the battery flipped or moved in the pocket. Subsequently patient started having difficulty recharging. It was reported the battery became depleted and stopped communicating. It was reported the battery was overdischarged. The manufacturer's representative (rep) reported the battery felt like it was tilted in the pocket and poking out. Tss ran al with the patient and the best values that the rep could get with al were 42-46-48. The rep stated they were meeting with the hcp to discuss possibly revision of pocket and neurostimulator (ins) replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no actions/interventions were taken at this time to resolve the ins having flipped/tiled/moved and over-discharged battery. It was noted there was a possible pocket revision and/or implantable pulse generator change in the future. No further complications were reported/anticipated.